Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: on april 24, 2024, customer alleged that the set was defective and that insulin was squirted to her body as she was trying to fix insulin flow block. Insulin flow block was resolved. Instead, she had a low on the morning of the call and drank coke and went to the emergency room between 9am and 10am for a low under 40mg/dl. Customer declined troubleshooting for the low. Pump was used within 48 hours of the low. It was unknown if auto mode was used. It is unknown if customer will discontinue the pump. Pump is not returning for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, infusion flow blocked alarm, defective infusion set. The customer reported blood glucose value of 165 mg/dl. The customer reported hypoglycemia, hypoglycemia treated with glucose/carb intake, ems/ambulance/ER visit. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-381a, mmt-1880, mmt-332a. Troubleshooting was initiated for insulin flow block alarm, customer was reporting past event and the issue was resolved. No further patient complications were reported. No product return is required for mmt-381a. No product return is required for mmt-1880. No product return is required for mmt-332a. Customer will discontinue using the pump.